Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-04485 and 2134265-2016-04297. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro2 imaging catheter and a pullback sled to view the target lesion. During percutaneous coronary intervention (pci), image appeared at preparation however, the atlantis¿ sr pro2 imaging catheter was unable to pullback. Reconnection between the pullback sled, the motordrive unit (mdu5) plus and the atlantis¿ sr pro2 imaging catheter were performed but the issue was not resolved. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.